Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery depleted prematurely. The device lasted three months and was explanted. It was noted the patient never turned it off at high amplitudes. No patient symptoms were reported.

Event description:
Additional information received reported that the patient received a replacement implantable neurostimulator (ins). It was noted that the patient was doing well with their new ins. Please note that the same event has also been reported in manufacturer report #3007566237-2013-04002. All additional information will be reported in the current event.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.